Manufacturer narrative:
On 5/23/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified that the hemostatic valve and brim cap have been separated from the hub. The findings have been reviewed and determined the findings continue to be MDR reportable. The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath (medium) and the brim cap detached, the hemostatic valve separated, air flowed back into the side port and bleeding was observed. Device evaluation details: the device evaluation has been completed. The device was inspected and the hemostatic valve and brim cap were found separated from the hub. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. An internal corrective action investigation has been open to investigate the issue related to the brim cap damage. Correction: a data entry error has been corrected under field # d4. Expiration date has been corrected from 10/24/2019 to 9/24/2019. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 00001054 number, and no internal action was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath (medium) and the brim cap detached, the hemostatic valve separated, air flowed back into the side port and bleeding was observed. The customer reported the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath (medium) became disconnected from the carto vizigo¿ 8.5f bi-directional guiding sheath (medium) when the physician removed the dilator from the sheath. Excessive bleeding occurred, and air was introduced into the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath (medium). The physician immediately to remove the sheath to prevent air from being introduced into the left atrium. The case continued without further patient consequences. There¿s no information that medical/surgical intervention or extended hospitalization was required. A review of photos provided by the customer show evidence of the hub appearing intact. Instead, it appears the hemostatic valve and brim cap became detached from the hub. Based on the information available, the bleeding that occurred it is to be considered not serious and not MDR reportable since there no evidence that medical/surgical intervention or prolonged hospitalization was required for treatment or prevention or permanent damage. This case is MDR reportable for the product malfunctions of brim cap detachment, hemostatic valve separation and air flowed back into the side port. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿d3. Manufacturer address street line manufacturer site addr. Street line 1¿ on the 3500a initial report needed correction. They were initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line manufacturer site addr. Street line 1¿ have been re-populated. Manufacturer's ref # (B)(4).